Manufacturer narrative:
The insulin pump failed the displacement tests due to out of phase encoder wheel. The insulin pump alarmed motor error due to out phase motor encoder signal.

Event description:
The customer called to report a motor error alarm. The displacement test was done and the insulin pump failed the test. Advised the customer to discontinue using the insulin pump. Nothing further was reported.